Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported that he is not able to hear since a few days. The patient has been re-implanted in (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that he is not able to hear since a few days. There was no history of accident or trauma reported. The external device was found to function fine. The CT scan showed that the electrode was in the cochlea.